Event description:
The clinician reports the implant was inserted 2025 (b)(6) in ADA 23. Details of surgery: Ridge augmentation. On 2026 (b)(6), non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.